Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7272837; medical device expiration date: 2022-09-30; device manufacture date: 2017-09-29; medical device lot #: 7333982; medical device expiration date: 2022-11-30; device manufacture date: 2017-11-29 ; medical device lot #: 7303633; medical device expiration date: 2022-10-31; device manufacture date: 2017-10-30; medical device lot #: 7333980; medical device expiration date: 2022-11-30; device manufacture date: 2017-11-29. Investigation: 4 packaged 10ml syringes were received by bd (B)(4) ¿ each confirmed to be from a different batch: 7272837, 7303633, 7333980, 7333982 (p/n 300912). Each sample was visually evaluated. The stoppers of all samples were in bottomed out positions. A small amount of silicone was observed in each sample between the stopper and the roof of the barrel. The amount of silicone observed was a normal and expected amount for this product per product specification. In addition, one photo was provided for evaluation. A small amount of silicone could be seen on the stopper. The amount observed appeared normal and not excessive for this product. Please refer to silicone quantity guideline attached for reference. It is important to be aware that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications. Bd applies silicone to its syringes under carefully controlled conditions that are monitored for compliance to both bd standards as well as meeting the requirements of the iso standard for syringes ¿ iso 7886-1. In our manufacturing environment, bd targets applying a quantity of silicone considerably less than the maximum amount specified in iso 7886-1. It should be noted that uniformity of distribution of the silicone within the barrel alone may influence the reported visual observations. The limits defined in this standard, as well as the EU pharmacopoeia are < 0.25mg/cm2 and reflect relevant preclinical and clinical safety considerations and support safety and suitability across general clinical applications. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch #7272837 (p/n 300912): batch released on 10/23/2017 with batch quantity of (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7272837 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch #7333982 (p/n 300912): batch released on 01/05/2018 with batch quantity of (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7333982 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch #7303633 (p/n 300912): batch released on 11/13/2017 with batch quantity of (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7303633 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch #7333980 (p/n 300912): batch released on 01/05/2018 with batch quantity of (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7333980 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. CAPA is not required as no defects were confirmed.

Event description:
It was reported that foreign matter (described as ¿excess silicone¿), was found on the rubber stopper of a bd syringe with luer-lok¿ tip, before use. There was no report of injury or medical interventions.